Manufacturer narrative:
The p-cap / reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error or excessive no delivery alarms noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm during bolus. Customer stated that she got a no delivery alarm and they tried to resume, got the alarm again, and then got a motor error alarm. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer got a motor error, they reset the insulin pump. Customer bolused for 8.7 units of insulin and it gave him 3.15 units of insulin before another motor error. Customer reported the drive support cap appeared normal. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.